Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified a depressed battery pin on the rear case that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported problem of the device powering off without user input which was unable to be reproduced during evaluation; however, improper shutdown alarms were verified through a review of the event history log and found to be caused by a depressed battery pin. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input in the biomed service area. There was no patient involvement, injury or medical intervention associated with this event. No additional information is available.